Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" although specific value was not provided. Cause was not known. Customer addressed low bg by "drinking juice, changing sensor and manually testing". Recommendation was made to consult with a healthcare provider regarding diabetes management.